Manufacturer narrative:
Unable to download due to a47 alarm in history file. A47 alarm due to corrupted history file. Pump passed self test and a21 test. No a21 or a17 alarm noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.(B)(4).

Event description:
Diabetic educator reported that the insulin pump was unable to upload to carelink. Caller reported that the insulin pump returned an error message. The insulin pump's alarm history showed that three separate error alarms had recently been returned. Blood glucose level was not provided. No further information was provided.